Event description:
It was reported per the call report, that patient ('pt') was transferred from an outside hospital. Datascope ('ds') intra-aortic balloon pump ('iabp') and iab for the transport. Pt was stable, awaiting open heart surgery ('ohs') in the am. Persistent helium loss (2) alarms after switching to the arrow iap-0500. There were no alarms on ds pump prior to switch or during transport of pt. Per rn, when pump was switched only the gas connector and not entire tubing set was switched. Rn stated that she did have a 40cc blue connector on the tubing (40cc ds iab). She did relay that it was very difficult to remove the white ds connector. Rn had to cut the tubing right above the connector so she could insert the arrow 40cc blue connector. Once inserted into iap-0500 and pumping initiated, rn immediately started getting helium loss 2 alarms. Rn told the clinical support specialist (css) that there was no blood in catheter tubing and no visual signs of kinking. Pt was having no ectopy. Css asked the rn to fax her some strips and they did a leak test. During the leak test, rn was not able to clamp catheter above gas tubing connection site due to a metal coil reinforcement (ds iab) in the gas tubing. Rn did clamp to luer lock connection between iab and gas extension tubing: baseline did not change. Css explained that iab had failed, but because we couldn't clamp above extension tubing connection site, we could not differentiate between connection site or iab membrane having actual leak. Rn has new tubing (arrow 40cc), but is unable to loosen connection to replace it. Css stated that our recommendation at this time would be to remove iab as it could be a membrane leak. Rn said that md does not feel this is appropriate as there is no blood in the tubing. Md opted to decrease assist ratio and wait until morning. Pt is scheduled for ohs in the morning. Css told the rn to be very diligent in watching for signs of membrane rupture since we were not sure. Prior to ending the call css did reconfirm that our recommendation would be to remove iab.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.